Event description:
The device is failing its self test with the "remove & reinsert battery" message and triple chirps. There was no negative patient impact.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).